Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that she found powder on the battery in the subject meter and alleges it is an oxidation issue. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.